Event description:
It was reported that this right ventricular (RV) lead was explanted and replaced due to a product performance anomaly. This lead has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of No Problem Detected.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.This investigation will be updated should pertinent information become available in the future.